Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there were false positive results. The following information was provided by the initial reporter: customer reporting 5 false positive with 442021 anaerobic lytic/f that occurred on september and october.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report # was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there were false positive results. The following information was provided by the initial reporter: customer reporting 5 false positive with 442021 anaerobic lytic/f that occurred on september and october.